Manufacturer narrative:
Zoll has not yet received the autopulse lifeband in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The user was unable to properly install the lifeband in the autopulse platform (sn (B)(4)). Per report, the lifeband falls off the platform. No notable damage was observed on the platform specifically around the driveshaft slot. The issue occurred during shift check, no patient was involved. This references the report of the lifeband unable to be properly installed in the platform. The report of issue with the platform is referenced under MFR 3010617000-2017-01200.